Event description:
The patient contacted animas on (B)(6) 2014 reporting that they were in the emergency room at a local hospital while they are on vacation. The patient reported that they were in diabetic ketoacidosis. The patient stated that the meter read high and that they were dehydrated. The patient was treated with IV insulin and IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: the last basal delivery was on (B)(6) 2014@10:39am. The total daily dose adds up and equals the basal target. There was no activity outside of normal use is observed. The display contrast has a pinkish tint. The audio bolus button cover/slug are detached, unable to verify steps due to the unresponsive bolus button. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.